Event description:
Health professional reported a device that was "removed" due to a "mechanical complication." Follow-up findings: the band portion had been "repositioned" on an earlier date, because the "band had slipped." During a recent follow-up, the patient was experiencing dysphagia/odynophagia and substernal chest pain. An upper gastrointestinal (gi) scan was performed and results showed the "pouch was dilated" and there was "a small stomal stenosis." The "entire system" was explanted and replaced. Symptoms have resolved.

Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, pouch dilation, stomal stenosis, dysphagia/odynophagia and substernal chest pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported events of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of chest pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."